Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of device the pump alarmed occlusion. Patient changed his cartridge, tubing site, and site. Delivery of insulin was resumed without addressing the occlusion. Customer went to the hospital where his blood glucose was 270. Patient was treated with IV fluids and saline as well as insulin on a sliding scale. The pump was continued to be used for basal. No further information available.